Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Customer reported that battery replacement did not resolve the issue and the insulin pump buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value (135 mg/dl) properly and displayed correctly on the display graph. The insulin pump was also programmed with test glucose meter. Pump communicated properly and recorded the 78 mg/dl value properly from glucose meter. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.